Event description:
This is a case reported from baxter. The customer reported to a baxter technician that the following event happened with baxter device cycler 220 volt homechoice pro-automated pd on the occurrence date in 2009. The reported defect is that the device performed a double fill with no drain. This indicated that the patient ended up with 200% of the initial fill volume, which meets increased intraperitoneal volume (iipv) criteria. No patient injury or medical intervention was reported. The device is available for evaluation.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of overdelivery / iipv.

Event description:
It was reported that the nitinol wire coiled during a procedure utilizing a suture passer and could not be used. Another wire was available to complete the procedure without significant delay or injury to the patient. No further information has been provided to date.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was sent for evaluation and investigated. The event log file did not contain the occurrence date of (B)(6) 2009. The nearest therapy which could be assigned for this complaint was on (B)(6) 2009. The patient finished his therapy with a volume of 1679ml and a total ultrafiltration of 608ml. The reported event of increased intra-peritoneal volume (iipv) was not confirmed. There were no abnormal functions discovered during evaluation. Therefore, the root cause of the issue was not determined.